Event description:
It was reported that the patient thinks the device is causing her pain. The patient had t4-i4 pain go down her right side and stated that the pain is in her lumbar spine but not her thoracic spin. The patient stated the pain started recently when she started getting off of her pain medicine. The pain subsided when she was not treating. The patient did not speak to her doctor. Customer service advised the patient to conduct a time test at one-hour increments after she is pain free. The patient was advised to call back with any issues during the time test. The patient stated she would contact her doctor and call back with an update.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient thinks the device is causing her pain. The patient had t4-i4 pain go down her right side and stated that the pain is in her lumbar spine but not her thoracic spin. The patient stated the pain started recently when she started getting off of her pain medicine. The pain subsided when she was not treating. The patient did not speak to her doctor. Customer service advised the patient to conduct a time test at one-hour increments after she is pain free. The patient was advised to call back with any issues during the time test. The patient stated she would contact her doctor and call back with an update.